Event description:
A customer contacted beckman coulter inc. (Bci) in regards to vpa would not calibrate and was leaking at the reagent probe. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the reagent syringe, sample probe, and valve.